Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0w50u, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported via a manufacturing representative that the patient had an (B)(6) infection of the skin and de vice. The patient felt pain and the doctor suspected infection. This was found during a follow up visit and required surgical explant of the lead and implantable neurostimulator (ins). The device was to be replaced in the future. Patient status at the time of this report was alive with injury. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported that the patient's device was helping with her incontinence until 4-5 days ago. Then two days ago the patient developed redness, swelling, and pain around the implant site. There was induration around the implant site. The health care provider (hcp) reported via a manufacturing representative that the patient had an (B)(6) infection of the skin and device. During post-op follow up the device site was found to be hot to the touch and red. The patient felt pain and the doctor suspected infection. This was found during a follow up visit and required surgical explant of the lead and implantable neurostimulator (ins). The device was to be replaced in the future and an I and d was scheduled. Patient status at the time of this report was alive with injury. Follow up was conducted for cause of the event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the device to be functionally ok with insignificant anomalies.